Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her son's onetouch ping meter was reading inaccurately low compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012, (at 6:57pm). Approximately an hour prior to alleged issue, the patient obtained a blood glucose reading in the "200's." The reporter indicated she did not administer any treatment since her son was swimming. At the time of the alleged issue, the patient reportedly obtained a blood glucose reading of 'lo", a few minutes later he began "throwing up", and two minutes after the alleged issue occurred the reporter indicated she gave her son honey as treatment. According to the csr"s documentation, approximately eight minutes after the alleged issue occurred, the patient obtained two consecutive readings of "hi", performed within two minutes of each other; no additional treatment was administered after the readings. The reporter denied the patient tested his blood glucose with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of vomiting does not meet lifescan's criteria for a serious injury. There is also no evidence of a delay in treatment.

Manufacturer narrative:
The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.